Manufacturer narrative:
(B)(4). The lot # 25155584 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on (B)(6) 2021. A photograph was provided by the account. A photographic inspection was conducted. The delivery device was observed outside the loading device with the seal visible in the loading device window. The white plunger was not depressed and the blue slide lock was not able to be seen in the photograph. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the base of the loading device. The delivery device was returned inside the loading device but not in its normal position and turned sideways with the white plunger not depressed and the blue slide lock was not engaged. The seal was observed inside the loading device with no visual defects observed. The delivery device was removed from the loading device with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties. The seal was observed to be partially unraveled at the center of the seal. Measurements were taken of the delivery device. The inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.220inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, both the reported failures "fitting problem" was confirmed as well as the analyzed failure "unraveled material¿.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm). It was held and the seal was advanced and then released and pulled, but the seal did not come out normally and the situation occurred because it was caught in the loader and disconnected. The procedure was carried out as indicated on the IFU, but it was a phenomenon that occurred and the medical staff judged it as a problem with the product, and the surgery was performed using a new product. Unlike before, the seal was well loaded without any problem on the product, so it was well applied to the patient during the operation, and the operation was well completed without any abnormality in the patient's condition after the operation. Photo was provided.